Manufacturer narrative:
H10: h3, h6: the device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the quick connect had come unscrewed from the distal ball. The unit passed the weight test. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a seal failure resulting in fluid loss and a loss of pressure. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Event description:
It was reported that during the set up before the surgery, the spider tenet had power but did not work, it is flaccid and it does not respond to any button or foot pedal pushing. No patient injuries or delay reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.